Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 28.2 mmol/l. The customer stated the insulin pump would not rewind. The customer also reported an alarm signal would appear several times in one day without any incidents. Customer stated their blood glucose was stabilized when another insulin pump was connected. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.